Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pumps that were attached to patients for infusion showed alarms stating the battery was low and turned off during infusion. No adverse event occurred as the healthcare team were able to utilize another pump from the fleet was available for use. No patient injury was reported. Additional information received via email on (B)(6) 2022. After speaking to the hospital, the home acting nursing unit manager and the biomedical representative, customer determined that the pumps in question were old and they will likely going to route to replace the affected pumps with new pumps. The customer did not wish to send the pumps back.